Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the serial number for this event was initially reported as (B)(4). The correct serial number is (B)(4).

Manufacturer narrative:
.

Event description:
It was reported that during a follow up, t-wave oversensing due to decreased r-wave sensing was observed. The lead was capped and replaced. The patient condition was good before and after the event.